Event description:
It was reported that within two months post implant, the right ventricular (rv) lead had dislodged. The lead was attempted to be repositioned, but the threshold tested high during the procedure. The rv lead was replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.